Event description:
It was reported that the patient's artificial urinary sphincter (aus) device is going to be revised due to recurring incontinence. "The patient participated in an underwater walking activity in guam about a month ago. After the activity, incontinence was observed. When inspection was performed, it was confirmed that the pressure adjustment balloon got flattened. Exchange operation is scheduled in a few days. The concerned device was collected, and investigation was requested." Additional information received states the "doctor does not know what had caused the issue. Doctor will interview the patient about detail of the activity, but it is unknown when the patient will see the doctor." It is not known what the patient's current level of incontinence is. It is only known that the patient's level of incontinence improved after having the aus device implanted. Additional information was received that the aus was returned without notification of revision.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device is going to be revised due to recurring incontinence. "The patient participated in an underwater walking activity in guam about a month ago. After the activity, incontinence was observed. When inspection was performed, it was confirmed that the pressure adjustment balloon got flattened. Exchange operation is scheduled in a few days. The concerned device was collected, and investigation was requested." Additional information received states the "doctor does not know what had caused the issue. Doctor will interview the patient about detail of the activity, but it is unknown when the patient will see the doctor." It is not known what the patient's current level of incontinence is. It is only known that the patient's level of incontinence improved after having the aus device implanted. Additional information was received that the aus was returned without notification of revision.

Manufacturer narrative:
Device evaluation: the ams 800 device was visually inspected. A pinhole leak was found at the sphere-adapter junction of the balloon. Microscopic examination determined that the damage was consistent of material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Device evaluation: the ams 800 device was visually inspected. A pinhole leak was found at the sphere-adapter junction of the balloon. Microscopic examination determined that the damage was consistent of material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised due to recurring incontinence. "The patient participated in an underwater walking activity in guam about a month ago. After the activity, incontinence was observed." The doctor does not know what may have caused the issue. He will interview the patient about details of the activity. It is not known what the patient's current level of incontinence is, only that his incontinence improved after having the aus device implanted. When the patient was seen by the physician, "it was confirmed that the pressure adjustment balloon got flattened. Exchange operation is scheduled in a few days." The explanted device was later returned to boston scientific without any notification that the revision surgery had occurred. A new aus device was implanted.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device is going to be revised due to recurring incontinence. "The patient participated in an underwater walking activity in (B)(6) about a month ago. After the activity, incontinence was observed. When inspection was performed, it was confirmed that the pressure adjustment balloon got flattened. Exchange operation is scheduled in a few days. The concerned device was collected, and investigation was requested." Additional information received states the "doctor does not know what had caused the issue. Doctor will interview the patient about detail of the activity, but it is unknown when the patient will see the doctor." It is not known what the patient's current level of incontinence is. It is only known that the patient's level of incontinence improved after having the aus device implanted.